Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data was extracted from the device and it was noted that the first priming sequence of the device was 36 pulses and rotational sensor issues could be seen in the data. The drive mechanism was inspected, and contamination was seen on the commutator cap causing discontinuity. Deep vertical scratches were also seen on the commutator cap. A leak test was performed, and no leaks were observed throughout the entire fluid path. Due to the contamination on the commutator cap, the second closed to open transition was shortened, resulting in an early completion of the first priming sequence and the needle not deploying during the second priming sequence. Vertical scratches did not contribute to the reported event as it was noted during the reset run that the abnormalities on the data were caused as the contamination portion of the commutator cap was being read.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism/cannula did not deploy as intended during activation.